Event description:
It was reported that the programmer turned off during an interrogation. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer turned off during an interrogation. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer turned off; however, the software was reloaded as a preventive measure. Analysis did find that the system fan was noisy and it was replaced. (B)(4).